Manufacturer narrative:
Concomitant products: 4460 lead implanted (B)(6) 2000; e2dr01aa ipg implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right atrial (ra) lead had "wrapped around" the spine. The lead was disconnected and remains in the patient. No patient complications have been reported as a result of this event.